Event description:
Smith medical international ltd., has been notified of an event of where the user alleges they changed tube around 13:00 in 2007. It was noticed that the pilot balloon slightly deflated around 15:00. The hospital infused 2cc of air. Although the cuff inflated temporarily, air still leaked. The tube was replaced. The patient breathes spontaneously. No adverse outcome.